Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2009, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer. Product ID: 3550-09, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2009, product type: accessory. Product ID: 3487a-33, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator kept non-functioning and they "replaced battery after battery" but it just quit working. It was indicated that the device was explanted and replaced. The reporter stated that the device never relieved the patient's pain. Additional information has been requested but was not available as of the date of this report. See MFR. Report 6000032-2013-00098 for an additional device the patient had.